Manufacturer narrative:
Batch review performed on 12 june 2017. Lot 166214: (B)(4) items manufactured and released on 16 january 2017. Expiration date: 2022-01-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The cleaning and packaging manager performed a preliminary investigation based on the available pictures, later confirmed by the visual inspection of the retrieved stem into the faulty packaging, and commented as follows: it is easy to detect the reported defect, scratches are visible and the stem is not fixed in the mousse (tip). In the previous similar cases reported for stem packaging scratching issues, it was always found a displacement of the distal mousse intended to secure the stem tip in its position: it was concluded that the failure was evidently occurred due to forces experienced during transportation. This was indicated to be correlated to the combination of the packaging configuration applied and the shorter length stems as they allow more degrees of freedom for movement within the package.

Event description:
The stem was found loosely in the inner packaging and rubbed on this. After the detection of this discrepancy, the surgeon used another stem of the same size from the warehouse and finished the surgery successfully. No delay in surgery due to this packaging issue.